Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 264 mg/dl and the cause was not known. A correction bolus via the pump was delivered. The customer had also consumed a high carbohydrate meal and a food bolus was delivered. The next morning, the bg was 68 mg/dl and a snack was consumed to address the bg level. The customer thought that an over-correction for the food bolus was made the night before and was the cause of the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.